Event description:
During preparation for a procedure, the physician connected a penumbra system reperfusion catheter 054 at the perfusion bag and then inserted a 014 guidewire. After inserting the reperfusion catheter 054 approximately 25-30 cm inside the neuron max, the reperfusion catheter was fractured in two parts. There was no reported adverse effect on the patient.

Manufacturer narrative:
Result: the catheter is fractured approximately 41.0 cm from the hub. The fracture site shows evidence of material deformation and in the middle of the polymer extrusion. Conclusion: the device was returned for analysis and has been evaluated. The compliant indicates that the reperfusion catheter 054 fractured while being inserted into a neuron max long sheath. Evaluation of the returned catheter revealed a fracture in the catheter shaft approximately 41.0 cm from the hub. Based on the description of the event and the observations made during the device investigation, it is likely that the force used during the insertion of the reperfusion catheter 054 into the neuron max long sheath exceeded the specification for tensile strength. The fracture occurred in the middle of the catheter shaft and not at a material junction. It is unknown why there was resistance when advancing the catheter through the neuron max. The neuron max catheter was not returned for evaluation and there was no indication there was any issue with this catheter. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.